Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated insulin pump gave warning to replace battery but customer slept and woke up with high blood glucose because the insulin pump was off and the sensor was no longer connected to the insulin pump. Customer's current blood glucose level was 85 mg/dl. Customer did not feel okay to troubleshoot. Customer reported loss of communication. Auto mode feature was not activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.